Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt was observed in cartridge, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original mfg specs. Tests after repair showed no overheating.

Event description:
On initial contact, dentist reported handpiece burned a pt. Add'l attempts made to contact dentist to advise details of pt and event/injury and date, and dentist advised would contact with details. Dr contacted on 12/10/08, 12/16/08, and 12/18/09.